Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had tripped and fell (not syncopal), it was noted after the fall, that the right atrial (ra) lead would not pace, it was also noted that there was a loss of atrial ventricular synchrony, and the patient experienced fatigue. The ra lead was suspected to have dislodged. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.